Event description:
Caller reported a malfunction on a pump, specifically noting a malfunction code displayed as malf 0. There was no adverse impact to the customer's blood glucose level. Technical support helped the caller reset the pump, providing necessary information for the reset process. After resetting, the malfunction did not recur, and the customer was advised to continue using the pump and to call back if the issue reappeared. The caller acknowledged and understood the instructions.